Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR? A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the 3 ml bd luer-lok¿ luer-lok¿ tip the facility discovered (B)(4) syringes with the ink coming off.

Manufacturer narrative:
Investigation: five 3ml syringes in fully sealed blister packs confirmed to be from batch #8119667 (p/n 309657) were received and evaluated. It was observed that all the samples had spots of missing print in the grad lines and the numbering. It appears there was no consistency between samples and all the samples are rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect potential root cause for the missing print defect is associated with the marking process. Marker issues were reported during time of production and adjustments were made.

Event description:
It was reported that before use of the 3 ml bd luer-lok¿ luer-lok¿ tip the facility discovered 112 syringes with the ink coming off.